Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown date, there was an infection at the pocket site. There were unknown factors that may have led or contributed to the issue. The hcp would be removing the battery only on (B)(6) 2018 and waiting at least 8 weeks before implanting the new one. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. The rep was unable to determine if the battery would be returned. However, the customer was notified that the product should be returned. No further complications were reported/are anticipated.